Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting, a pump system check indicated the pump was in working condition.